Event description:
I placed the hypodermic needle on a vaccine. I checked the connection of the needle to the syringe. I administered the vaccine and withdrew the syringe & needle; however, the needle detached from the hub and remained in the patient. No harm to patient; needle was immediately removed from patient.